Event description:
The manufacturer received information alleging a ventilator would not turn on. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not turn on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated however the display was blank. The display board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.